Event description:
On (B) (6) 2010, it was reported that the "device cannot be turned off". Every time the pt turns the device off, it comes back on. The system was explanted. The ipg was returned to the MFR and the leads were discarded.

Manufacturer narrative:
Eval: results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg was returned with a terminal end lead segment and a terminal end electrode with one wire attached. Visually there was slight discoloration at the septum, scratches on the can, and the header was cut and had puncture damage. The ipg was tested in a saline bath and tested on the bench. The ipg was programmed and outputs were monitored with an oscilloscope. Bench testing showed no anomalies. The ipg was programmed and turned off with the programmer and a magnet multiple times and monitored. After 10 mins, the ipg did not turn on in any of the test condition. The ipg passed communication and functional testing. Conclusion - the report "device cannot be turned off" could not be confirmed. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.